Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Reportedly, the customer was using u-500 insulin within pump supplies. Customer required assistance from an emergency medical technician who provided intravenous glucagon to address bg. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider to discuss diabetes management.